Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to noise. A sudden increase in the pacing lead impedance was also noted. X-ray showed no other anomalies. The lead was capped and replaced. The condition of the patient was stable after the event.